Manufacturer narrative:
Patient's weight not provided so estimate used. The used leg bag is available for testing and is in the process of being returned. Testing on retained samples of the same lot of product in the manufacturing facility could not replicate this reported failure. Testing and investigation of actual used sample ongoing. The device history records were reviewed and it was found to be complete and accurate. Review of complaint data for this product did not find any other complaint of blocked inlet of the leg bag.

Event description:
It was reported that an end user who has a nephrostomy and uses the hollister leg bag to collect urine drained from her nephrostomy tube noticed an obstruction in the inlet of the leg bag. The leg bag was hooked up for approximately 2 hours before she noticed her urine was not draining into the leg bag. She also experienced flank pain. When she noticed the urine was not draining, she switched to a urostomy pouch to collect urine from her kidney. She went to the hospital and was put on antibiotics to prevent a urinary tract infection. She experienced a low grade fever 3 days later but is taking her antibiotics to treat it.

Manufacturer narrative:
The used leg bag sample has been returned. The investigation results from the returned patient sample confirmed the defect which prevented the urine from passing through the leg bag inlet. The root cause has been identified and a CAPA has been opened. Initial corrective actions have begun which include inspection to check for blockage during the manufacturing process. Further corrective actions will be determined by the CAPA.